Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that it took almost 4 minutes to get it connected to the pump and then it stayed at 90% for a good minute and a half. It did the same thing on the 2nd. The patient also mentioned that they noticed they were not getting nearly as much use out of it between charges on the handset. The agent walked the patient through clearing data from the application. The patient was able to connect and deliver a bolus right away. The troubleshooting steps that were taken on the call resolved the issue. The patient stated they noticed the issue months ago, but it got bad within the last week.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown. Product type: software product ID: hh9020tdd serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.